Event description:
It was reported that when the suction irrigator was opened, battery acid was leaking out of the battery pack. It was further reported that this occurred before the case started. There was no mention of whether or not the user was harmed by the event.

Manufacturer narrative:
Add'l info will be provided once the investigation is completed.